Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: guiding catheter: 6fr al-1; guide wire: runthrough 190cm; introducer sheath: 7frx10cm vascular .035in. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the procedure was to treat a pseudo-aneurysm. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In addition, it was reported that the graftmaster was deployed with a maximum pressure of 17 atmospheres (atm). It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) clearly states not to exceed the rbp. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a pseudoaneurysm in the body of a saphenous vein graft (svg) to the diagonal coronary artery (the proximal 3rd). A 3.5x19 rx graftmaster was deployed at 17 atmospheres (atm) and initially appeared to cover the neck of the pseudoaneurysm. However, post-deployment angiography showed some flow (reported to be possibly due to foreshortening of the graftmaster). Thus, a 3.5x16 rx graftmaster was deployed at 20 atm proximal to the 1st graftmaster, successfully excluding the pseudoaneurysm with no residual flow. Both graftmaster stents were post-dilated with a 4.0x12 nc trek rx balloon. There were no adverse patient sequelae. No additional information was provided.